Event description:
It was reported by service report that there was an open circuit in the power cord and the footboard did not work. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard.